Event description:
#Medwatcher #(B)(4). Allergies, nervous symptoms, blood pressure up and down, one-sided fever, arrhythmia, bloated stomach, urinary incontinence, abdominal and "bag" pains, hip pain, teeth left, e-allergy, nausea....